Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was also stated that the insulin pump was exposed to MRI and CT scans. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.